Event description:
A solid-state catheter with a balloon attached was inserted into the patients rectum for a motility study. Upon removal of the catheter, the balloon remained within the patient's body, the patient was asked to expel the balloon during the next bowel movement, to no success. The patient was asked to monitor her bowel movements for signs of the balloon over the weekend, still to no success. The patient was asked to return to the hospital, where the balloon was successfully removed using a flexible sigmoidoscope without any complications.

Manufacturer narrative:
Additional lot # 092713. Additional device manufacture date: 09/27/2013.